Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. Baxter's functionality testing confirms the false upstream occlusion alarm; however, it could not be reproduced during eval. The unit was tested per baxter's service procedure with passing results. The pump was calibrated to ensure proper functionality.

Event description:
During baxter's functionality testing, a spectrum pump had false upstream occlusion alarms. There was no pt involvement.